Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rv exhibited short v-v intervals. It was also reported that the implantable pulse generator (ipg) exhibited rare double counting of paced ventricular beats and occasional sensed beats, during stored atrial high rate episodes. Both the rv lead and ipg remain in use. No patient complications have been reported as a result of this event.